Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from hub during use. The following was reported by the initial reporter: "it was reported that when removing the orange needle caps, the whole needle came off with the cap. Verbatim: rep from medical office stated when removing the orange needle caps, the whole needle comes off with the cap. Stated this happened with 5 syringes from this box. No difficulty removing the needle shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: customer returned one (1) loose 0.3ml bd insulin syringe. Consumer reported when removing the orange needle caps, the whole needle came off with the cap. The returned sample was examined, and it was observed that a needle hub / shield assembly was separated; no damage to the barrel tip was observed. A review of the device history record was completed for batch#: 9161986. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200829078, 200828969] noted that did not pertain to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#: 1630423 was initiated.

Event description:
It was reported that 5 syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from hub during use. The following was reported by the initial reporter: "it was reported that when removing the orange needle caps, the whole needle came off with the cap. Rep from medical office stated when removing the orange needle caps, the whole needle comes off with the cap. Stated this happened with 5 syringes from this box. No difficulty removing the needle shield."